Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level, as the caller declined to answer questions regarding any impact. The customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin use without further assistance. No additional actions were needed or reported by technical support.